Manufacturer narrative:
The unit has not been returned for evaluation. If any new information is discovered, a follow-up report will be submitted.

Event description:
Customer states patient choked on water from the humidifier bottle after the holding strap was too loose and the bottle fell out.